Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "pet owner reported last night, when removing shield, needle hub separated."

Event description:
It was reported that separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "pet owner reported last night, when removing shield, needle hub separated."

Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml relion insulin syringe from lot 9007876. Consumer reported when removing shield, needle hub separated. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined.